Event description:
Pt came in for slow malfunction of shunt system and comes in for conversion of existing ventriculoperitoneal shunt to a va shunt. Surgery on 2/3/99, distal portion shunt did show obstrucitve findings. Tubing did break off and a portion of the tubing was left in the peritoneal cavity, was not harvested.